Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for vascular access intervention therapy (vaivt). During the procedure, after placement of a 6fr non-boston scientific introducer sheath, the lesion was able to cross with a non-boston scientific guidewire, and the balloon was advanced into the lesion and inflation was performed. However, the balloon ruptured in a pinhole form at the blade tip side upon first inflation at 6 atmospheres within 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.